Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: pump boots to verify screen with no issues. An ¿ezprime¿ sequence was successfully performed with no errors. No alarms occurred during (B)(4) hr duration testing. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. Removed pump cover; force sensor resistance was found to be in specification. No evidence of contamination found in force sensor housing. The alarm history shows only typical usage alarms. Tdd history is accurate when comparing delivered basals and boluses. Pump successfully completed a delivery accuracy test and was found to be operating within required range. Testing concluded the cause was a patient negligence issue - pump subjected to conditions outside specifications, by exposing it to x-ray and MRI equipment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned and evaluation found an out of calibration force sensor. This report is made based on the results of an investigation completed on (B)(4) 2014.